Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and loss of capture. Additionally, the right atrial (ra) exhibited high capture threshold, decreased sensing, and under-sensing. On (B)(6) 2025, a chest x-ray was performed determining that the ra and lv leads were dislodged. The physician capped and replaced the ra and lv lead that same day. The patient condition was stable.